Event description:
It was reported that during a recent interrogation after a vt episode, r-waves were unmeasurable and undersensed, and the patient was not converted after four shocks at 35 joules each. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured (flexed clavicle-rib); full lead returned and analyzed. Other text : trueisprint fidelisimplantable tachy lead. It was reported that during a recent interrogation after a vt episode, r-waves were unmeasurable and undersensed, and the patient was not converted after four shocks at 35 joules each. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure, lead conductor, device was out of specification in a manner that relates to event. Sensitivity, undersensing.